Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and a reservoir was attached to a drain. During use, air back flowed between the connector and the anti-reflux valve. The reservoir was changed and it functioned normally. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, all the components were in place and in good condition. The end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.